Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph showed evidence of a leak between the spike port tubing and pike port connector. The reported problem was verified. The cause of the condition could not be determined. No functional testing was performed due to the nature of the returned sample. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.